Manufacturer narrative:
The two spectra cylinders were visually inspected and functionally tested. They both performed within specifications. One cylinder had holes in the outer layer that were the result of tool damage. One hole extended through the silicone outer tube. These holes probably occurred during removal . The other cylinder had wear from an undetermined source on the cylinder body near the rear tip. The wear pattern was approximately 4 cm x .6 cm in size.

Event description:
It was reported the patient's spectra penile prosthesis was removed due to infection. No patient complications were reported in relation to this event.